Event description:
Healthcare professional reported that a patient was injected in the jaw (periostal), zygoma and piriform fossa with 1 ml of juvéderm® voluma¿ with lidocaine and in the lips, mouth corners, and perioral area (barcode lines and oral commissures) with 1 ml of juvéderm® volbella¿ with lidocaine. Nineteen days later, the patient experienced ¿swelling, redness, and a burning feeling¿ in the lips that spread to the oral commissures. The patient took an antihistaminic that reduced the swelling and redness, but the ¿hardness¿ around the lips persisted. Upon examination, the ¿presence to granuloma¿ in the lip vermillion (upper and lower lips) and corners of the mouth was found. Nine days post-onset, the patient was treated with oral prednisone, 2 days 40 mg, 2 days 30 mg, 2 days 20 mg, 2 days 10 mg, that resulted in some improvement in the first 2 days. By 2 weeks later, the granulomas were still visible and palpable. The patient was treated with hyalase 150 iu in 1 ml nacl. Event was ongoing. This file captured the juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.